Event description:
It was reported to hill-rom that the head section of the bed was drifting down. The hill-rom service tech inspected the bed and determined that the CPR lever was stuck open. The tech adjusted the CPR cable which ceased drifting and returned function to the head section of the bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.